Event description:
I have gotten my tubes removed in (B)(6) of 2013 and now I am getting my uterus removed tomorrow (B)(6) 2014 for non-stop bleeding. My tubes were severely swollen and scarred. Caused a lot of scar tissue to build up inside causing more pelvic pain. My bladder uterus and along with a few other organ/intestines to be stuck together. Causing my uterus to shift.